Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) impedance measurements of 2015 ohms. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed and the patient's rv lead was replaced. No additional adverse patient effects were reported. The device remains in service.